Manufacturer narrative:
Additional information: additional information was provided that the patient has recovered and is doing well now. No further information provided. Device evaluation: as initially reported, the lens remains implanted and therefore, an investigation of the lens was not possible. The customer's reported complaint could not be verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The device manufacturing procedures were performed as required. There were no associated deviations or non-conformity reports found in the manufacturing record review related to the complaint. A search of complaints revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted; give date: na (not applicable) the intraocular lens remains implanted. Initial reporter telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol) the doctor noted a reported short haptic on the lens. Doctor also reported difficultly to put cartridge into the injector. The injector model was not provided. The lens was implanted. The cartridge was discarded. There will be no returned product from customer. Surgeon had to enlarge wound incision in order to insert iol using forceps. There was a delay in procedure for thirty (30) minutes. No further information was provided.